Event description:
It was reported that motor stall occurred. On the day prior to the report, the patient had a magnetic resonance image (MRI). The pump was not read until the day of the report at which point it still showed a motor stall. It was noted that the pump was not alarming and the patient did not have any symptoms; suggesting the pump was running but was still in telemetry state. The stall recovery log appeared shortly after the interrogation which confirmed telemetry mode and confirmed the pump was working as expected. The pump was infusing morphine (unknown). Additional information received reported that the pump was interrogated 24 hours after the MRI. When the pump was interrogated, the recovery message appeared. The cause of the motor stall was determined to be the MRI. The patient was receiving effective therapy. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).